Manufacturer narrative:
Internal report reference number: 64331-1 meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 3-dec-2020 to ensure the patient condition improved and initial concern is resolved - able to establish contact with customer at this time, the customer is feeling well now and has no symptoms related to diabetes, but replacement product are delayed.

Event description:
Customer called because the meter is not coming on when the test strip inserted, consumer stated that the meter staying in her last reading and freezing. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of blurry vision. Medical attention is reported as a result of the symptom. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 190mg/dl non-fasting and ok with the result, not concern. The test strip lot manufacturer¿s expiration date is 03/24/2022 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.